Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2017, the patient presented with fatigue, shortness of breath, dizziness, and ¿seeing spots.¿ lab work up revealed the patient was anemic with a hemoglobin (hgb) of 4.4. The patient denied overt blood in stool, urine, hematemesis or hematomas. Gastrointestinal (gi) group was consulted. International normalized ratio (inr) was 2.96. A computerized tomography (CT) of the abdomen and pelvis was negative. The patient¿s aspirin (asa) and anticoagulation were held. A heparin drip was started as prophylaxis. On (B)(6) 2017 a gi endoscopic procedure revealed a single arteriovenous malformation (avm)- non-bleeding and otherwise no active bleeding. On (B)(6) 2017 gi approved restarting anticoagulation. On (B)(6) 2017 hgb was 8.4 and hematocrit (hct) was 27.1 the patient reports no melena or blood per rectum. Asa restarted and the following day, (B)(6) 2017, the patient had bright red blood per rectum. On (B)(6) 2017 the patient had melena. On (B)(6) 2017 the patient had a single balloon push enteroscopy which indicated distal jejunum-two small angioectasias/avm-non-bleeding. An argon beam coagulator was used to coagulate. Mid-jejunum- two small ang ioectasias/avm-non-bleeding- an argon beam coagulator was used to coagulate. Duodenum- small angioectasias/avm, non-bleeding- an argon beam coagulator was used to coagulate. On (B)(6) 2017 hgb went from 7.7 to 6.6 with black stools in the morning. On (B)(6) 2017 inr was 2.1 and positive melena. Intravenous (IV) iron given. The patient received 6 units of packed red blood cells over the course of the admission. The event was considered resolved on (B)(6) 2017. The ventricular assist device (vad) remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.